Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states "8 cases of plastic iritis needing yag to membrane forming over anterior face of capsule". In follow-up communication with rayner, the healthcare professional revised the event description to "with iritis it is more of a massive aco that forms daily regardless of yag daily. It is dense white film over the anterior face of lens.... Not posterior. No cell and flare. But massive aco that grows daily". The revised event description received suggests that the patients are experiencing anterior capsular contraction syndrome (accs) as opposed to iritis as originally reported. Anterior capsule fibrosis and phimosis, commonly described as accs is described in published literature as the centripetal constriction and fibrosis of the capsulorhexis following cataract removal. Accs has been associated with multiple entities. Most common is a small diameter capsulorhexis. Zonular weakness, chronic intraocular inflammation, uveitis, pseudoexfoliation syndrome, zonular laxity, retinitis pigmentosa, advanced age, diabetes mellitus, behcet's syndrome, myotonic muscular dystrophy, and high myopia, are known risk factors. (B)(4).

Event description:
On 2nd december 2021, rayner intraocular lenses limited received notification from a us healthcare facility of an event that occurred following implantation of a rayone aspheric rao600c. The event description provided states "8 cases of plastic iritis needing yag to membrane forming over anterior face of capsule".